Event description:
It was reported that the device would not inflate. No additional information.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without original package. One sample was received in used conditions without original package. Sample was filled with 5 cubic centimeter (cc) of air according to procedures. When the sample was inflated with air according to the instruction for use (IFU) the pilot balloon was manipulated, and the cuff cannot be inflated, complaint was confirmed. The root cause of the reported issue is being investigated under corrective action preventive action (CAPA)to address for inflation, leakage, and symmetrical issues. A corrective and preventative action has been opened to address the reported issue.